Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an unreadable channel b display. This condition had the potential to interrupt delivery. This condition was found in the central supply department during programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b display that cannot be read was confirmed and reproduced during product evaluation. The root cause was assigned to a dim pump head module display. The pump head module display was replaced in order to correct this condition.